Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had blood back issue.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, d4, d9, e1, g3, g6, h2, h3, h6 (type of investigation, investigation finding, health impact, component code, conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that there was blood in the safety disk. The pneumatic interface module was replaced due to it containing the safety disk. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had blood back issue. No harm reported.